Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged and exhibited loss of capture (loc). Sensing and impedance were fine. Boston scientific technical services (ts) suggested programming options to conserve energy. Prior to lead revision, a fluoroscopy image was taken that showed a small perforation of the lead through the heart wall. The lead was surgically abandoned. No additional adverse patient effects were reported.